Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the tip of the stylus was noted as bent with the cable torn off. It was also noted that the upper and lower bullets were worn / missing. Both keyboard hinges were broken and the keyboard front latch base was broken. The radiofrequency head cable was cut but operational and the anti slip layer was ripped off. Minor acceptable damage was noted to the display back cover. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.